Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer returned insulin pump for alleged cosmetic damage located at the retainer found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Cosmetic damage at the retainer was not confirmed, however, other cosmetic damage was noted.